Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker header was unable to secure the leads. The pacemaker was removed and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of the leads could be inserted but would not stay in the header was confirmed. Analysis revealed the a- and v-setscrews had been tightened down in the connector ports blocking full lead insertion into the header. When the setscrews were retracted out from blocking the port, leads could be fully inserted into the connectors. The setscrews were noted to be not retracted while still in the manufacturing phase. The user¿s manual states to retract or back out the setscrews for lead insertion problems. The event is attributed to use error since the lead insertion was not done correctly by the physician. No device anomalies were found.